Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient reported the following discrepancy: cgm was reading at 82 mg/dl and blood glucose meter at 55 mg/dl. At the time of the call to dexcom technical support, the patient reported to be in fine condition.